Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. Shortly after the new sensor warm up, the patient was driving home and the cgm beeped critically low showing a value of 49 mg/dl and 2 down arrows. He stopped at a gas station, drank juice, and asked the clerk to call 911 if he passed out. He started checking his finger stick bg every 1 to 3 minutes. The bg was 130 mg/dl and kept getting lower, so he called 911 himself. When he called, the bg was 106 mg/dl and his cgm was at 52 mg/dl and continuing to drop, alarming that in 15 minutes he would be at a critical low again. When the paramedics arrived, they got a bg reading of 269 mg/dl and the cgm was reading 49mg/dl. He continued to do frequent bg checks, stating he went through a whole bottle of test strips. The inaccuracies between the cgm and bg continued. At his request the paramedics waited with him until he felt comfortable to drive himself home and he was not taken to the hospital. Just before he got home, while stopped in traffic, he checked his bg which was 422 mg/dl and the cgm said 106 mg/dl. At the time of the call he was feeling okay. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.